Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: biopsy/suction channel, cfu: 1 cfu, bacterial identification: bacillus subtilis. Sampling date: (B)(6) 2024, sampling from: air/water channel, cfu: 2 cfu, bacterial identification: micrococcus luteus, staphylococcus capitis. Sampling date: (B)(6) 2024, sampling from: auxiliary channel, cfu: 1 cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2024, sampling from: biopsy/suction channel, cfu: 1 cfu, bacterial identification: enterococcus faecium. Sampling date: (B)(6) 2024, sampling from: all channels, cfu: na, bacterial identification: na. The device was evaluated where an additional potential adverse event was noted where the channel mount was clogged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU, the results conformed to the regulation's recommendation. Based on the investigation into the clogged channel mount, it is likely that reprocessing could not be completed due to a leak and foreign material remained in the mount. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents, chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending .once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrovideoscope tested positive for an unspecified number of enterococcus faecium. The scope underwent additional testing later and was positive for unspecified number of extended-spectrum beta-lactamases (esbl)-positive klebsiella pneumoniae, serratia marcescens, pseudomonas aeruginosa,centerococcus faecalis, enterococcus faecium,ccandida albicans,ccandida glabrata, aspergillus spp, kocuria rhizophilac ,roseomonas mucosac ,dermacoccus, nishinomiyaensis, moraxella osloensis,streptococcus parasanguinis.the micro-organisms were found alternately in the tip of the endoscope (swab), the biopsy channel and the working air channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.